Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. Clinical reason for explant was incorrect iol power. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 4 weeks 2 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.3., b.5., b.6., b.7., d.10., e4, h.2., h.3., and h11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient had complained of blurry distance vision causing trouble seeing to drive. As per physician, the implant did not correct her astigmatism and left patient nearsighted as well. The lens was replaced with non company lens.